Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for cracked barrel with the incident lot was observed. The customer sample was evaluated by visual examination and the issue of cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd a-line¿ experienced failure of product to contain blood/medication. The following information was provided by the initial reporter: translated to english. The customer stated: "the barrel was broken."